Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement need it. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer went to (B)(6) and with a blood glucose reading of 533mg/dl. He was administered and prescribed insulin. He is no longer experiencing symptoms.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(4) is calling on behalf of the customer. Customer called to ask how to do a blood test. The customer is concerned with tests results from results obtained of 373mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report feeling sluggish and tired. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms at the time of the call. However, the customer did seek medical attention on (B)(6) 2017. The product is storage location is undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 373mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/29/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.